Event description:
A pt reported that their meter would prompt the clean test area message. The meter was cleaned correctly. The issue was not resolved with troubleshooting. They did not have any symptoms. Customer also had done a precision test on the meter with results of 235 mg/dl and 175 mg/dl within 10 minutes with a difference of 36%. There was no medical intervention or treatment given.